Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced olfactory hallucination as she sensed a strange smell that did not exist. It was initially suspected that the patient had a stroke; however, due to a previous catheter issue that resulted in the same symptoms (please refer to manufacturer report # 3007566237-2014-00285) a catheter dye study was performed. The healthcare provider (hcp) did not expect any pump or catheter issue. During the dye study, the hcp was confident that they were in the catheter access port (cap), but could not aspirate anything. Magnetic resonance imaging (MRI) and an x-ray were also performed and showed that the system appeared to be okay. The hcp was planning to put preservative free normal saline (pfns) in the pump and program the pump to run at the lowest rate. The device system delivered dilaudid. It was further reported that the patient was having ¿problems¿ with the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Returned for analysis was the pump with partial catheter connected. Analysis of the pump revealed no anomaly, normal device function. Patency of the system was checked by inserting a needle into the cap (catheter access port). Catheter/cap were found to be occluded. The catheter was then cut to determine were the occlusion was. The occlusion was determined to be in the sc (sutureless connector) portion of the catheter. Analysis concluded catheter/ sc connector coring-tears-cuts in seal possibly caused occlusion but was not misaligned.

Event description:
It was later reported that the patient experienced generalized malaise. The cause of the withdrawal symptoms was a granuloma at the catheter tip. A dye study was done and no contrast was seen. The pump was stopped and oral medication was started. At the time of this report, the patient was doing very well. It was noted that the device would be returned to the manufacturer for analysis if explanted.